Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation, burn on the charged coupled device (ccd). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue could not be determined. Additionally, the cause of the burn on the charge coupled device (ccd) is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported scope communication error (e217) during inspection for use involving an olympus gastrointestinal videoscope. There was no patient injury reported.